Event description:
A hospital in another country reported that some parts were not included in breathing circuit kit.

Manufacturer narrative:
Method: no complaint device provided although a lot number was provided (061004). Two photographs were provided and visually inspected. Results: photograph shows that the original packaging has been opened and the 0.5 metre humidifier connection tube is missing from the breathing circuit kit. This is the only complaint of this type received for this lot number. Conclusions: this is a known problem and we are aware of other complaints involving missing components. The occurrence rate for these are approximately 0.0003% worldwide for the last year. We have an open CAPA item to address this problem to prevent recurrence in the future.